Manufacturer narrative:
(B)(4). Prism reaction trays, lot 90359m500, manufacture date: 7/19/10, expiration date: 7/18/11 lot 90579m500, manufacture date: 7/26/10, expiration date: 7/25/11 prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Event description:
The customer observed prism drain time errors when prism reaction tray lot 90044m500 was in use. The customer stated initially, the error occurred in small groups and not on other prism analyzers in the lab. The customer was advised to repeat testing on the samples which generated the drain time errors. The customer noted the errors seem to be hit and miss, as the batch may run normally for several hundred samples, then give a lot of errors close together. The customer was able to re-run samples successfully, however, given the volume of samples run, this was time consuming for the customer. The customer was instructed to use the newest lot of reaction trays if that lot worked better. There was no impact to patient management.

Manufacturer narrative:
In the initial medwatch submission, date received by manufacturer was incorrectly submitted as (B)(4) 2010. The correct date received by manufacturer was (B)(4) 2010.